Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that there was no active alarm. The pump had stalled and recovered the same day as a result of a diagnostic MRI (magnetic resonance imaging). There were no abnormal events noted on interrogation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the patient's low blood sugar was unknown, as there was an unknown diagnosis. The cause of the decrease in consciousness was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (400 mcg/ml), clonidine (200 mcg/ml) and dilaudid (20 mg/ml, 10.99mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in the emergency room (ER) with a decrease in consciousness. He was given narcan in the ER twice which was unsuccessful. The patient was then transferred to a hospital. The patient's blood sugar was 60, which may have caused or contributed to the issue. No known diagnostics or interventions were performed. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. Surgical intervention did not occur and was not planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the hcp wanted the pump interrogated as part of the ruling out process. It was reported that the pump was interrogated and logs were read. The issue was reported as resolved at the time of this report. No further complications have been reported as a result of this event.